Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, during a normal device change out procedure, this right atrial (ra) lead was difficult to remove from the competitor device. The ra lead was eventually removed, but it was suspected the lead was damaged as a result. When the ra lead impedance was measured in a bipolar configuration, the impedance was greater than 3000 ohms. The exact lead damage could not be confirmed under magnetic resonance imaging. The physician decided to leave this ra lead implanted, and programmed the new pacemaker to pace/sense in the ventricle only with a rate of 70 paces per minute. No adverse patient effects were reported.